Event description:
A surgeon reported that following intraocular lens (iol) exchange, the pt continues to experience decreased va (visual acuity). The surgeon reported the event is most likely due to "corneal changes." Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second lens (replacement lens). The report for the initial lens has been previously fled under MFR report# 1119421-2011-01122.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 10/03/2011 and 10/19/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).